Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx aspiration catheter (catrx) and a non-penumbra sheath. During the procedure, while advancing the catrx into the sheath, the catrx kinked; therefore, it was removed. The procedure was completed using a new catrx and the same sheath. There was no report of an adverse effect to this patient.